Event description:
It was reported that the right ventricular (rv) lead exhibited low r-wave amplitudes of 2.5 mv. Subsequently a revision procedure was performed where the lead was explanted and replaced. A new lead was successfully implanted and no additional adverse patient effects were reported. It was noted that the return of the lead is not expected as it was disposed of following the procedure.

Manufacturer narrative:
The lead was discarded during the procedure and is not expected to be returned.